Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm+1.5 femoral head; altrx neut 36idx52od acetabular liner; pinnacle sector ii cup 52mm acetabular cup; unknown hip femoral stem.

Event description:
It was reported that patients x-ray¿s revealed that the pinnacle cup was out of position and loose at bone to implant interface. Surgeon removed the 52mm sector cup, a 52mm neutral x 36mm pinnacle liner, and a 36mm cocr femoral hip ball. There was significant damage done to the hip ball, cup, and liner so no lot numbers were retrieved. A summit stem was left implanted. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.